Manufacturer narrative:
All available information indicates that the lead remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this device system was experiencing diaphragmatic stimulation. The device was reprogrammed to turn left ventricular (lv) pacing off. An invasive revision procedure was performed and the lv lead was repositioned, which resolved the diaphragmatic stimulation.